Event description:
The implant, at tooth site #46, was removed due to a severe vestibular infection associated with significant peri-implant bone loss. The patient presented with pain, abscess, edema, and inflammation. Treatment included antibiotic therapy, implant removal, and thorough curettage of the infected site. As a result of the infection and the associated bone destruction, a significant vestibular bone defect remained.

Manufacturer narrative:
Zimvie complaint number: (B)(4). A4: patient weight unknown / not provided. G4: premarket identification k013227. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformance's affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted.